Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the videoscope generated noise and no image was output due to damage of the imaging unit and board in the video connecter. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be stress of repeated use, external factors, or handling of the device, leading to damage of the image sensor unit or the circuit board of the video connector section, such as disconnection or breakage of components like integrated circuit chips and capacitors, which may have resulted in the malfunction. The event can be prevented by following the instructions for use which state: event, no image showed up: event 1: noise was generated due to breakage of the imaging section, and no image showed up it was confirmed that instructions for hd endoeye laparo-thoraco videoscope ltf-vh chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Event 2: noise was generated due to breakage of the circuit board of the video connector section, and no image showed up it was confirmed that instructions for hd endoeye laparo-thoraco videoscope ltf-vh chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device. `